Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called in while meeting with a patient (pt) who reported falling on their back on some stairs some time at the end of december. Pt reports they landed on their back near the area of their implant site, and that while their pt controller was in their pocket, they do not think they damaged it during the fall. Rep reports pt was able to have a normal recharge session this week, which was confirmed in the recharge diaries after the rep was able to interrogate device using clinician programmer (cp), but pt¿s controller was not able to connect to the implanted neurostimulator (ins). Rep removed the battery pack to reset the controller, but this did not resolve the issue when the battery pack was placed back in the controller and powered on. Rep reports seeing a red x 'do not use' on contact 15 during impedance check today, which is new for the pt, but this contact is not being used in current programming. Pt did not have their recharger (rtm) with them at the meeting, so re-pairing the device via tech mode was not available. Rep reports that they will meet again with the pt with their rtm and attempt to reconnect via tech mode and will call back if further troubleshooting is needed. Rep called back and was with pt at time of call. Rep stated they enabled tech mode, but the controller still won't communicate with the ins. Rep stated they disabled and re-enabled via tech mode and set up for new ins via tech mode and neither resolved the issue. A replacement controller was requested. Additional information was received from the rep. The pt¿s weight is not known. Rep stated that they are not utilizing the lead with the bad electrode in any of the pt¿s programming. No other actions will be taken at this time. The replacement controller resolved the issues with communication / impedance. Confirmed that the pt currently has effective therapy. Impedance value of contact 15 is 40,000 (says do not use, gives a red x).